Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device rebooted itself multiple times and took long to come back to returning screen. A technical support specialist performed a scan of hard drive to repair windows files which completed successfully. The technical support specialist confirmed from the customer that the unit was unplugged, blew the dust out and confirmed that the device was working to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pxcardio user stated unit repeatedly rebooted on its own and takes an extended time to return to the main screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.